Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb was taken out to clean tip. During reinsertion, discovered that bisector switch was immobile. Upon inspection, the bisector blade was distorted and unable to be immediately fixed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Char and tissue material were observed on the electrodes and blade. Blood was also observed on the handle. The blade was observed to be slightly bent. The electrodes were intact with no defects detected. A mechanical evaluation of the bisector blade slider was conducted. The switch was able to advance and retract the blade with no resistance felt. Based on the returned condition of the device and the results of the investigation, the reported complaint "material twisted; bent electrodes/jaw" was confirmed. The shop floor paperwork for the vv7 xb bisector subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb was taken out to clean tip. During reinsertion, discovered that bisector switch was immobile. Upon inspection, the bisector blade was distorted and unable to be immediately fixed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.